Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was calling to report they had a decrease in the therapy working to control their bowel and bladder symptoms. Patient had not changed programs, but had attempted increasing amplitude. Patient reported they could feel stimulation increase of 0.1v, but the day of the report they tried increasing from 0.6v to 2.7v without feeling stimulation. Patient usually had therapy set to 0.6v. Patient was able to sync with their programmer and it showed stimulation was on program 1 at 0.6v. Patient attempted to increase to 2.7v during the call and was unable to feel stimulation. Patient changed to program 2 and adjusted the amplitude to 0.5v, patient was able to feel stimulation comfortably in the target area. The patient reported loss of symptom control and inability to feel stimulation increases on program 1. Patient reported they may meet a manufacturer representative at their healthcare provider's office on thursday. The patient reported this was a sudden change of symptoms. No further complications were reported or anticipated.